Event description:
During case, the generator and device would function as intended on desired settings and periodically the generator would reset to the default settings for both cut and coag.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product received by manufacturer and pending inspection. (B)(4).

Event description:
During case the generator and device would function as intended on desired settings and periodically the generator would reset to the default settings for both cut and coag. The settings were re-adjusted and the case continued and completed successfully.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in poor condition with many surface imperfections including: scratch in front panel overlay viewing area, scratches to both case halves and dark stains on lower case. No power cord nor user manual were received with unit. Internal visual inspection revealed that the front-right dc pcba standoff is broken. Initially, the unit detected probes intermittently. However, after a time the unit would not detect probes at all. Troubleshooting revealed that the led in optoisolator u15 of the rf amp pcba had failed in the open condition (this component is part of the communication chain to the probe identity chip inside the handpiece.) After replacement of u15, the unit detected probes consistently. Unit delivered rf energy correctly into fixed resistors. Root cause: the reason for the rf amp u15 internal failure is believed to be esd related as the unit worked, then was intermittent and finally ceased to detect probes at all. This is consistent with esd ¿wounding¿. The physical damage (broken dc pcba standoff) was likely caused by rough handling. Perform repairs, upgrades and testing listed below. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.